Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedances however, there were no out-of-range measurements. Additionally, there was high thresholds which resulted in loss of capture. The patient will be brought into the clinic for a follow-up. Subsequently, this rv lead was surgically abandoned and replaced successfully. It was also noted these observations were a result of mineralization of the lead. No additional adverse patient effects were reported.